Event description:
Edwards received notification from taiwan that a valve model 7300tfx29 implanted in the mitral position was explanted after an implant duration of four years and four months due to calcification leading to stenosis. The patient presented with dyspnea and heart failure signs. Another valve of the same model and size was implanted in replacement with no reported complications.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded.the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.